Event description:
A malfunction on the pump was reported, with the pump having been off for one month while the customer used multiple daily injections (mdi). There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump. After the reset, the malfunction code did not recur, allowing the customer to continue using the pump.